Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the suspected lot r25c29048 was manufactured on march 31, 2025. The suspected lot r25d28031 was manufactured on april 29, 2025. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A pressure test and clear passage under water were performed, and a leak at the second y-site clearlink was observed. An autopsy was performed on the second y-site clearlink, and non-conforming material was observed. The reported condition was verified. The cause was determined to be related to manufacturing. A batch review of the suspected lots was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: the suspected lot is either r25c29048 or r25d28031. D4: expiration date: the expiration date of suspect lot r25c29048 is 03/30/2027 and the expiration date of the suspect lot r25d28031 is 04/28/2027. D4: unique identifier (UDI) #: the UDI# of suspect lot r25c29048 is (B)(4) and the UDI# of the suspect lot r25d28031 is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from y-site/bottom port (clearlink) while running oxytocin. The issue occurred during patient use. To resolve the event, the oxytocin infusion was stopped immediately and new oxytocin was hooked up to pump within 10 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.